Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) there were anomalous battery voltage measurements caused by a measurement lock up, resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
It was reported the device detected recommended replacement time (rrt) after about two years of service. Performance data from the device indicated a recent and sudden fall of the ventricular impedance (< 100 ohms). Further information indicates that the doctor noticed the short longevity of this pacemaker and that he thought that this case might be correlated with a lead problem. The device was replaced and the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.